Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years and 10 months due to calcification and degeneration. No additional information provided.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve, implanted for nine (9) years and 11 months, underwent valve-in-valve procedure due to calcification and degeneration. A 23mm edwards transcatheter valve was successfully. The patient left the or in stable condition. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years and 11 months due to calcification and degeneration leading to severe aortic stenosis. The tavr was performed with a 23mm edwards was transcatheter valve. Post valve deployment, the valve appeared to be in excellent position. The surgeon attempted to crack the pre-existing valve ring. Multiple inflations of a 21mm true balloon were used. The surgeon was unable to crack the sewing cuff. The devices were removed and the surgeon tied down the sutures. There was good hemostasis. The patient tolerated the procedure well. Post operative echo demonstrated a well-seated valve with no paravalvular leak. The patient was discharged home on pod #3 in good condition.